Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call on (B)(6) 20218 that the buttons of the insulin pump are hard to press and may have worn out. Customer's blood glucose level was unknown at the time of the incident. No symptoms or treatment reported. Product will not return for analysis.